Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the patient was hospitalized for elevated blood glucose the day before. In the middle of the night on (B)(6) 2012, the subject insulin pump gave the patient a no prime alarm. The patient used 0.5 unit to prime the subject pump at the time of concern. Subsequently, the patient developed symptoms described as "nausea and vomiting, shortness of breath, and abdominal pain." She tested positive for ketones. During troubleshooting, the animas representative noted the patient performed all prime/fill cannulas properly with site change. The basal and bolus settings delivered as programmed and add up to the total daily dose. All the setting, I:c, isf, target and basal were programmed according to the patient's specification. The animas representative concluded there was no pump malfunction that may contributed to the alleged event. This complaint is being reported because the reporter claimed that the patient received medical intervention for hyperglycemia while on insulin pump treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).